Manufacturer narrative:
Pump had reservoir tube lip completely broken off and test reservoir unable to lock into place. Pump passed the prime and excessive no delivery test. Unable to perform the displacement, rewind, basic occlusion and occlusion test due to reservoir tube lip anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir lip ring was broken. The blood glucose level was 300 mg/dl. Troubleshooting was performed and it observed that the reservoir doesn't stay locked in the way the reservoir it should be it was twisting around. The customer declined troubleshooting for high blood glucose. The product will return for analysis.